Manufacturer narrative:
The reported event of sensing noise and output anomalies was not confirmed. The device was received with normal outputs and normal leads impedance. Electrical and mechanical tests performed including output verification, crosstalk, and header evaluation did not identify any functional issues. Longevity assessment found the device was operating at normal voltage level, with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2024-70340. Related manufacturer reference number: 2017865-2024-70342. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the pacemaker the right atrial (rv) and atrial (ra). The physician elected to explant and replace the pacemaker rv ad ra lead. The patient was in stable condition.